Event description:
It was reported that the ventilator generated alarms indicating leakage. Moreover, the patient circuit was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the device passed pre-use check and patient circuit test. However 30 minutes after start of the ventilation, alarm indicating leakage were generated. Provided photo confirm that the patient circuit was physically damaged. Patient circuit's purpose is to for delivering and exchanging gases. Review of the provided device's logs confirm occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms like expiratory minute volume: low, respiratory rate: high, leakage out of range and check tubing are indicating that there is leakage in patient circuit. Our conclusion is that, there is no evidence of ventilator malfunction. The ventilator generated appropriate alarms in response to the leakage in the patient circuit.

Event description:
Manufacturer's ref. #: (B)(4).